Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an a cremation center for disposal. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the crt-d. A cause of death has been requested and revealed to be "sudden death". Further follow up reveal ed the patient had contributing factors to the sudden death that included congestive heart failure, cardiac arrhythmia's, diabetes and chronic kidney disease. In addition the patient was pacemaker dependent and no autopsy was performed. Attempts for the circumstances surrounding the death were unsuccessful.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.